Manufacturer narrative:
The event was discussed in the literature article, "calcification of hydroview h60m intraocular lenses: aqueous humor analysis and comparisons with other intraocular lens materials" by saiko nakanome, md, hiroshi watanabe, md, phd, koichiro tanaka, md, phd, and tetsuo tochikubo, md, phd. According to the literature the intraocular lenses tested positive for the presence of calcium and phosphorous through energy dispersive x-ray spectroscopy (eds) but, as the product has not been returned for evaluation, this cannot be confirmed internally. Ten lenses were indicated in the study, however the type and number of reported lenses tested in each experiment was not clearly defined. Further, as the article did not provide any patient identifying information, the actual number of reported intraocular lenses that exhibited calcification is not known. Three (3) major types of calcification have been identified. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. As the product is discontinued, no corrective action is necessary at this time. (B)(4).

Event description:
It was reported in a literature case that 10 eyes had the intraocular lenses (iol) explanted due to calcification and the iols were implanted between 2002 and 2003. The article focused on ectopic calcification, which is a complication of hemodialysis. No patient identifying information is present in the article. Attempts to contact the study authors to request additional information have been unsuccessful.